Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump touchscreen became cracked, after which the device remained powered but the display was unreadable; the device was no longer watertight and a replacement pump was arranged. Symptoms included no adverse clinical effects and no changes in blood glucose control were reported. Outcomes included continued cgm monitoring on a separate platform and replacement of the affected pump with return of the original device. Investigation included service troubleshooting and replacement logistics. Investigation of this device revealed a damaged display component consistent with physical damage leading to impaired screen visibility and loss of watertight integrity, with no reported alarms or therapy interruption. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external impact.